Event description:
The customer reported that an infusion of gtn was inadvertently thought to have been set to run at 100ml/hr from 2ml/hr. Infusion ran for an hour resulting in a pea. The pt had a cardiac arrest, was successfully resuscitated, and has been transferred out of the ICU.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.